Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that right atrial (ra) lead exhibited increasing threshold measurements and noise. The patient has a silent atrium and is pacemaker dependent. Surgical intervention was performed and visual inspection confirmed clavicular crush. The lead was removed and will be returned for analysis. Asset changed from (B)(4) to (B)(4).

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that right atrial (ra) lead exhibited increasing threshold measurements and noise. The patient has a silent atrium and is pacemaker dependent. Surgical intervention was performed and visual inspection confirmed clavicular crush. The lead was removed and will be returned for analysis.